Event description:
The hosp reported a total loss of image during two separate diagnostic procedures over a one week period. The image was unable to be retrieved in both procedures. Both procedures were completed with the use of another similar endoscope. There were no allegations of harm in either case.